Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl, which on the system indicates a result in excess of 600 mg/dl (system 1), hi mg/dl (system 1) and 249 mg/dl (system 2).